Event description:
Patient reported not receiving adequate pain relief from pump or medication. Physician discovered that the catheter was split at the spinous process, and distal fragment was not retrievable within the intrathecal space. The proximal portion of the catheter was replaced.